Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi mode after an MRI scan. It was noted that the device was not programmed to MRI settings. High voltage therapy was disabled. The device was restored successfully. There were no patient consequences.

Event description:
New information received indicates the device also experienced a diagnostic anomaly after the backup vvi. The issue was resolved with the new software update.

Manufacturer narrative:
The reported event of the device entering back-up vvi mode was confirmed. It was confirmed that MRI settings were not enabled, resulting in the device entering bvvi. Per specifications, if MRI settings are not enabled prior to MRI, the device will enter bvvi. The device is performed as specified.